Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a pituitary tumor resection. It was reported that intra-operatively, after the merge, the surgeons were unable to select the magnetic resonance imaging (mr) in navigate. A manufacturer representative called and technical services (ts) suggested going back to the images tab, removing the images, and then re-adding the images. The representative reported this was not possible. The site tried to cycle the views to see if that resolved the issue. There was no reported impact to patient outcome and no delay to the case. The surgeon's proceeded using the navigation system and the computed tomography (CT).

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.